Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6).

Event description:
It was reported that the ventilators brightness of the screen was faulty. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the user interface assembly to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.